Event description:
It was reported the pt experiences a shocking or jolting sensation after exposure to theft detectors, security gates or metal detectors at various stores. The device is turned off during exposure. She also gets a jolt upon initial interrogation with the 8840 and during impedance checks. The pt has a cervical lead and the device amplitude runs at about 0.3 volts. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.